Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the data from the date of the alleged event had been overwritten due to continued patient use. No activity outside normal use was observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Device evaluation- (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: force sensor calibration reading is above specification.

Event description:
On 07/25/2012, the patient's father contacted animas inquiring why the pump would recommend a bolus amount when using ezcarb feature when the patient's blood glucose (bg) was below target. The patient¿s father reported that the patient's bg tested at 22 mg/dl 45 minutes prior to calling animas. In response to the low bg the patient was treated with juice and food. Customer support noted that the patient's bg level before the end of the call was 510 mg/dl. The patient¿s father denied that the patient had any signs/symptoms suggestive of an elevated bg. At the time of the call, animas customer support explained the ezcarb bolus feature to the patient's father. The patient's father declined to troubleshoot the low bg level. Customer support noted that the patient's father reported that the patient had been taking her full carb bolus but not eating her full meals. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Based on the information provided, it is not known if a product malfunction or use error of the device may have caused and/or contributed to the serious injury.